Event description:
Caller alleges the pump delivers too low insulin. Caller reported experiencing elevated blood glucose levels for 6 months up to 200-300 mg/dl; was able to self-treat. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.